Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found that both head end brake casters are bent. The technician replaced the head end brake casters to resolve the issue.